Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient went to urinate and had a lot of pain. They said that it felt like the battery turned off while they were urinating and they were shocked multiple times. The patient said they had the ins turned off while the shocking occurred. The patient said "the scratched so could have a cut". Patient services recommended that the patient follow up with their healthcare professional (hcp) to have the device checked.